Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Battery (voltage collapses under load) defective, replaced. Contra-angle handpiece 92038 (2016) (no longer holds the file) defective, replaced with 100487 (2017). Micro motor gmr1657836 and foot control 122704 without errors. Function test and test measurements without errors.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver would not hold files; no injury resulted.